Event description:
It was reported that the patient was experiencing dizziness. The right atrial lead and right ventricular leads both had oversensing, noise, an apparent fracture, and damage to the insulation found during explant. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation exhibited a breached depression and a cosmetic depression. The proximal conductor contained blood/body fluid (not obstructed), and appeared distorted. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). There was also a miscellaneous finding on the sleeve head (non-elect) that the lead was returned with the guide tooth damaged. (B)(4) the full lead was returned and analyzed. The outer insulation exhibited a breached depression, a cosmetic depression, and was breached cut. Blood/body fluid was found on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism. The helix/lobe was also found to be distorted/bent.